Event description:
Information was received indicating that downstream failure sensor failed on a smiths medical cadd-prizm® vip system. There were no reported adverse effects.

Manufacturer narrative:
One cadd® cadd-prizm® vip system was returned for evaluation. The customer's reported problem was "latch lock, high pressure alarm with no occlusion". A visual inspection revealed a pump with no physical damage. A review of the pump event history log is not applicable for this reported problem. The pump was visually inspected and was tested for any signs of function and pressure failure. The reported problem of "high pressure alarm with no occlusion" was not duplicated. The pump passed the occlusion tests with no issue with results within specification. Visual inspection revealed fluid ingression. The customer's reported problem of "latch lock" was not verified. What caused the reported problem is unknown. Who cause the reported problem is unknown. The downstream occlusion sensor was replaced as a preventative measure.